Manufacturer narrative:
Evaluation tech: (B)(6). Emh hp; cable, conn/gun cable damaged. Damaged handpiece cable, water control dial is hard to turn, tried different jm with it. Constricting water flow. Worn jet-mate handpiece does not fit flush with handpiece cable. Debris buildup in the water solenoid also restricting water flow cabinet has broken body posts. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. Loaner fee has been included in the estimate. No water hose, air hose, power cord received for evaluation, for proper evaluation please sent in all parts that go along with unit. (B)(6).

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron jet plus g137, they allege that they have low water flow and the handpiece gets warm to the touch; no injury resulted.